Manufacturer narrative:
Concomitant medical products: product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Information received from the patient reported that they had a change in therapy and overstimulation sensation from their implantable neurostimulator (ins). The patient stated that they had lost their programmer and was unable to adjust the stimulation like they need to. As a result, they were in pain and had to turn the stimulation off at night. The patient was able to use the recharger unit to turn the stimulation on and off. The indication for use for the implanted device was noted as non-malignant pain. There were no further details, interventions or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, the event will be updated.